Manufacturer narrative:
Patient reported to have limited range of motion. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates the device was manufactured to specification.

Event description:
Patient reported to have limited range of motion. Revision surgery is planned to exchange the poly inserts.